Manufacturer narrative:
The type ia endoleak was noted to have been first observed 3 months prior to heli-fx endoanchoring implantation. It was also reported that prior to guide deflection, the applier tip was advanced to the level of the proximal c marker , after resistance was felt, the guide tip was then straightened before repositioning the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used for the treatment of a type 1a endoleak in a endurant stent graft. The patient was treated for a short neck indication. It was reported during the index procedure the endoanchor guiding catheter was advanced along a guidewire and 18 fr sentrant sheath. When the physician tried to rotate the endoanchor guiding catheter, resistance was felt. During the second attempt to rotate it again, a twist was discovered at the middle of the catheter. The guide was replaced with an additional sg64 and the procedure successfully completed following the IFU. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.